Event description:
The user facility reported that after performing a puncture, the nurse attempted to remove the inner needle. The inner needle was unable to be remove. Follow-up communication with the user facility confirmed the following information: the inner needle was caught in the catheter hub; the nurse removed the surflo from the patient; the nurse then performed a puncture to the patient with a new surflo; and no one suffered from a needle stick.

Manufacturer narrative:
(B)(4). This device was manufactured 07/20/2014 through 07/22/2014. The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the safety cover was inside the catheter hub around the tip of the needle. Comparing the safety cover of the returned sample with one of the normal product, the safety cover was deformed. Thereby, the lock of the safety cover was not released. A review of manufacturing and inspection records of the detector for safety cover deformation revealed no abnormality. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is consisted with some force added to the safety cover causing deformation to the safety cover and not allowing it to release. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not attempt to re-insert a partially or a completely withdrawn needle." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).